Manufacturer narrative:
The onyx was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be determined. The lot history record review was not possible since the lot number was not reported. MDR 1 of 2 this MDR is for the onyx 18 used in the procedure. MDR 2 of 2 is for the onyx 34 used in the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a competitor's catheter was found stuck, broken, and occluded with a relationship to the onyx during an embolization procedure of a dural arteriovenous fistula (davf). Under general anesthesia, the right femoral artery was punctured with short 6f introducer sheath. Catheterization of the left common artery using a vertebral catheter was completed, confirming persistence of the fistula without any significant change. The physician used a competitor's microcatheter with a 25 mm detachable tip on a hybrid microguide catheter, allowing distal catheterization of the squamous branch of the left middle meningeal artery. The physician injected 2.4 ml of onyx 18 followed by 1 ml of onyx 34 enabling the embolization of the suspended segment of the sigmoid sinus by filling the dural venous collectors as well as the extremities of the various arterial branches feeding this fistula. The final check showed an exclusion of the fistula. The microcatheter was stretched during removal, and it remained attached to the sheath. As a result, a microsnare-kit had to be used to recover it. There was no patient complication reported during this procedure. Per core lab review the microcatheter was stuck, broken, and occluded with onyx.

Manufacturer narrative:
(B)(6). Please reference MDR 2029214-2016-00792 for the onyx 34 used in this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.